Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by malfunction code 9, which appeared at least three times. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, providing a new one with updated software. The customer, who will use multiple daily injections as a backup therapy, was given instructions on how to put the pump into storage mode and informed of the steps for receiving the replacement pump. The problematic pump was to be returned via ups with a pre-paid label within 10 days.